Event description:
It was reported that (6) dh010 were used during a lap chole procedure. It was reported by the rep that the blade made a squealing, screeching sound during entire case. After the case the rep tested other blades and they worked fine. The problem has only occurred with dh010. Opened another device to complete the case. There was no consequence to pt.